Event description:
During routine testing of the device at the service center, the user reported the cable guide was broken. The monitor was originally returned for repair of p02 and ph inaccuracies when the broken cable guide was found. Since the event occurred at the service center, there was no pt involvement during this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.